Event description:
Updated event description/information : the event occurred during unknown type of procedure. The procedure was completed with the same device. There was no delay. There was no patient injury/harm related to this event. Patient demographics are not available. Device was inspected prior to use with no abnormalities observed.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and updates on event decription ( b5). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Device was not returned for evaluation. It was confirmed that 11 years and 10 months have passed since the product was manufactured, it was concluded that the reported phenomenon was caused by a failure of the internal board. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device cavity pressure in patient was higher than indicated on the pressure reading. No further details provided regarding the reported event. There was no patient harm or injury reported. No user harm was reported.